Event description:
The ultra fast fix curved needle broke whilst performing the procedure. Surgeon had to extended incision to retrieve broken component.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The tip of the broken portion of the needle was observed and there is no damage in that particular area. It appears to be sufficiently sharp to penetrate tissue per its intended use. The od of the needle is dimensionally in specification. The ID can not be checked due to the sustained damage. Based on the condition of the needle, it is probable that it was subjected to elevated, off-axis forces while the tip was in an area presenting significant resistance to penetration. There are no other complaints for this production lot and given the isolated nature of this event, no root cause related to the manufacture of the device can be determined. (B)(4).